Manufacturer narrative:
During testing it was noticed there were multiple alarms in the history and the information could not be uploaded due to corrupted history files. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump would not download to carelink. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.